Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, c-section and anxiety. Concurrent conditions included anxiety disorder, uterine fibroids and uterine fibroids. In (B)(6), the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (she underwent total abdominal hysterectomy with bilateral salpingo-oophorectomy/removal of essure). Essure (ess205) was removed on (B)(6)2012. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: per pfs; essure was inserted on (B)(6)2010 (sic). ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia." Most recent follow-up information incorporated above includes: on (B)(6)2018: reporter information was added. This case concerns adult patient. Essure removal date was updated. Essure indication was added. Event: abnormal bleeding (vaginal/menorrhagia) was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), post procedural haemorrhage ("complications from your essure removal procedure:excessive bleeding"), pregnancy with contraceptive device ("single live intrauterine fetus with an estimated gestational age of 24 weeks 4 days.") And pelvic abscess ("pelvic abscess") in a 38-year-old female patient who had essure (ess205) (batch no. 713459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included migraine, c-section, pulmonary embolism, headache, depression, vaginitis bacterial, sexually transmitted disease and cholecystectomy. Concurrent conditions included anxiety disorder, uterine fibroids, vaginal discharge, faeces pale and skin thinness. In 2002, the patient had essure (ess205) inserted. In (B)(6)2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/excessive bleeding"). In (B)(6)2012, the patient was found to have uterine leiomyoma ("uterine fibroids"). In (B)(6)2012, the patient experienced pelvic abscess (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant) and pelvic adhesions ("lysis of adhesions"). The patient was treated with surgery (hysterectomy, bilateral salpingo-oophorectomy, cystectomies). Essure (ess205) was removed on (B)(6)2012. At the time of the report, the pelvic pain, post procedural haemorrhage, pregnancy with contraceptive device, uterine leiomyoma and pelvic adhesions outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6)2009. Potential fetal exposure to essure (ess205) occurred during the first and second trimesters. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device with essure (ess205). The reporter considered menorrhagia, pelvic abscess, pelvic adhesions, pelvic pain, post procedural haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: per pfs; essure was inserted on (B)(6)2010 (sic). The patient tolerated the procedure well plaintiff had took leave from her job from (B)(6)2013 to 2014 for hysterectomy and pulmonary embolism. As per mr scans of the uterus show a single intrauterine fetus in transverse presentation with the fetal head on the maternal right. Fetal body and cardiac motion was present during the exam. The fetal heart rate was regular at 161 beats per minute. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6)2009: single live intrauterine fetus with an estimate gestational age of 24 weeks 4 days. ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia and pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2019: mr received reporter information was added. New event was added. Event single live intrauterine fetus with an estimated gestational age of 24 weeks 4 days was added from medical record. Medical history and lab test was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), post procedural haemorrhage ("complications from your essure removal procedure:excessive bleeding") and pelvic abscess ("pelvic abscess") in an adult female patient who had essure (ess205) (batch no. 713459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, c-section, anxiety and pulmonary embolism. Concurrent conditions included anxiety disorder, uterine fibroids and uterine fibroids. In 2002, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/excessive bleeding"). In (B)(6) 2012, the patient experienced uterine leiomyoma ("uterine fibroids"). In (B)(6) 2012, the patient experienced pelvic abscess (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant) and pelvic adhesions ("lysis of adhesions"). The patient was treated with surgery (hysterectomy, bilateral salpingo-oophorectomy, cystectomies). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, post procedural haemorrhage, uterine leiomyoma and pelvic adhesions outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered menorrhagia, pelvic abscess, pelvic adhesions, pelvic pain, post procedural haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: per pfs; essure was inserted on (B)(6) 2010 (sic). The patient tolerated the procedure well plaintiff had took leave from her job from jul2013 to 2014 for hysterectomy and pulmonary embolism. ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure implant in 2013). Essure (ess205) was removed in 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("complications from your essure removal procedure:excessive bleeding") and pelvic abscess ("pelvic abscess") in an adult female patient who had essure (ess205) (batch no. 713459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, c-section, anxiety and pulmonary embolism. Concurrent conditions included anxiety disorder, uterine fibroids and uterine fibroids. In 2002, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/excessive bleeding"). In (B)(6) 2012, the patient experienced uterine leiomyoma ("uterine fibroids"). In (B)(6) 2012, the patient experienced pelvic abscess (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic adhesions ("lysis of adhesions"). The patient was treated with surgery (hysterectomy, bilateral salpingo-oophorectomy, cystectomies). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, uterine leiomyoma and pelvic adhesions outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered genital haemorrhage, menorrhagia, pelvic abscess, pelvic adhesions, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: per pfs; essure was inserted on (B)(6) 2010 (sic). The patient tolerated the procedure well plaintiff had took leave from her job from (B)(6) 2013 to 2014 for hysterectomy and pulmonary embolism. ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia." Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received. Plaintiff demography added. Product lot number received. New event uterine fibroids, excessive bleeding, lysis of adhesions ,pelvic abscess were added. Outcome of vaginal haemorrhage, menorrhagia updated to recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.